Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles in device and nasal/throat irritation/soreness. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The manufacturer visually inspected and the evidence of sound abatement foam degradation/breakdown was not observed in this device the manufacturer visually inspected the device internally and found water spots on blower fan. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but there were water spots on the blower fan. Sections d8, d9, h2, h3 updated in this report. Section h6 health effect - clinical code has been corrected, and medical device problem code, type of investigation, investigation findings, and investigation conclusions have been updated.